Event description:
It was reported that prior to a biopsy procedure the device allegedly had foreign material. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was received for evaluation. On visual evaluation, the device appeared to be clean and both slides were in their initial positions. Upon visual and microscopic evaluation, a residual glue was found to be on the top and bottom slides of the maxcore instrument. One photo was provided and reviewed. The photo shows residual glue present on the top and bottom slides of the maxcore instrument. Based on the sample evaluation and photo review, the investigation is confirmed for the reported residual glue present as the glue present on the both slides of the device. Based upon the available information a definitive root cause could not be determined. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 02/2023),g3. H11: h6(method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 02/2023).

Event description:
It was reported that prior to a biopsy procedure the device allegedly had foreign material. There was no patient contact.